Event description:
"Upon medical record review, the patient was being intubated by dr for acute respiratory failure. During the intubation, the plastic light source became dislodged. A bronchoscopy was performed in an attempt to retrieve the foreign body. During the bronch, it was determined that the foreign body was in the esophagus and not the airway as previously thought. The scope was used to attempt to retrieve the foreign body from the esophagus, but the procedure was unsuccessful. Dr mentioned to me verbally that he thought the piece would 'pass' through the gi elimination process. Dr dictated his operative note in 2009. The patient remains hospitalized today."